Event description:
It was reported the pt was experiencing pain at the ipg site due to the size and location of the device. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model. Effective stimulation and coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.